Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt is experiencing difficulty locating the ipg with the charging system. Efforts to rectify this matter with use of a replacement charging system were unsuccessful. Follow-up on the pt found that surgical intervention will be undertaken to revise her ipg pocket.